Event description:
The pt was reportedly experiencing sound quality issues, dizziness, and pain. Testing showed that the device is functioning. The pt was prescribed with gabapentin for headache and pain near the implant site. The pt is being monitored.